Event description:
It was reported while using bd¿ eccentric luer slip tip syringe ce mark sterile a barrel was found to be broken. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one photo of the impacted product was provided to our quality team for investigation. Through visual inspection, the barrels were observed to be damaged. A device history review was performed for the reported lot 2105010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported while using bd¿ eccentric luer slip tip syringe ce mark sterile a barrel was found to be broken. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel.